Event description:
Healthcare professional reported, left-side "broken allergan prosthesis." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, d4.

Event description:
Healthcare professional reported, left-side "broken allergan prosthesis." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b6, d1, d2, d4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, left-side "broken allergan prosthesis." The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported, left-side "broken allergan prosthesis." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side "broken allergan prosthesis." The device has been explanted and replaced with non-allergan device.